Event description:
The pt was contacted in 2004 at which time thet reported that the event occurred in 2002 and that the needle and the batch number are not available. The event occurred in 2002 and the needle and batch number are not available.

Event description:
A pharmacist reported that a pt who was using novofine 8 mm (30g) needles due to diabetes mellitus, experienced that a needle broke and got stuck in the tissue of their upper leg. The broken top of the needle was not removed. The pt was informed by a physician that the needle would become encapsulated. The event occurred in spring of 2003.